Event description:
The customer reported that while monitoring telemetry patients, the xhibit central station (xcs) became frozen and unresponsive. A user had attempted to restore monitoring via a hard reboot, however, nine patients remained missing. The nine telemetry patients were isolated to a single xhibit telemetry receiver (xtr), so the customer performed a restart of xtr services. Once the restart was completed, no further issues were observed. At this time, cause of failure is unknown. If additional information is made available, a follow up report will be submitted in accordance with 21 cfr 803.56.